Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, emergency department of (B)(6) found that the tip of the dilator was deformed during catheterization, making it impossible to puncture normally. A new catheter was successfully replaced." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".